Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 at 9:00 a.m. The nurse was performing maintenance on a peripherally cannulated central venous catheter for a patient when she opened it and found that the catheter securing device was unable to secure the catheter and that the catheter was dislocated; the catheter was immediately removed and re-implanted into the peripherally cannulated central venous catheter after communicating with the patient. No other information provided, at this time.